Manufacturer narrative:
MDR 3018859-2017-00340 stated that "the hospital staff troubleshot the and correct the issue onsite with techsuppoort over the phone" and "the customer called back and confirmed that the light intensity switch was low, customer issue resolved." These statements were in error. The complainant did not report that the light intensity switch was involved or that the issue was resolved. The complainant was provided with ordering information for a replacement led panel. Natus technical service made two attempts to follow up with the complainant regarding the status of the neoblue 3 unit, but no response was received.

Manufacturer narrative:
The hospital staff troubleshot the and correct the issue onsite with tech support over the phone. The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required. Checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. The customer called back and confirmed that the light intensity switch was low, customer issue resolved.

Event description:
The customer biomed called natus on (B)(6) 2017 to report that their neoblue 3 led light intensity being low and some strings of led were out or flickering. The customer could not confirm the issue, wanted to skip the troubleshooting process and order a replacement led panel. Tech support troubleshot the device over the phone with the customer onsite. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.